Event description:
Customer reported experiencing high blood glucose events every other day since the event date, with the specific highest glucose value showing as "high." There was an impact on the customer¿s blood glucose level, although the exact value was not provided. The customer attempted to resolve the issue by changing the infusion set and cartridge. Additionally, a follow-up with customer technical support was requested to provide further assistance.